Event description:
Report received of a melted power cord. During testing at the user facility, it was reported that the power cord had signs of "melting" on the outer insulation near the strain relief. "Smoke residue" was also noted around the plug on the back of the outer case. Reportedly, there were no exposed wires. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.